Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service technician evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device displayed a message indicating that the pads were not connected. The device then discharged its charge and subsequently lost the ECG rhythm. As a result, defibrillation therapy would not be available if needed. There were no reports of harm to the patient as a result of the reported event.